Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a peak reading of 247 mg/dl that decreased to 211 mg/dl within approximately 20 minutes, and the user sought guidance regarding the need to change supplies; troubleshooting education was provided and the user was advised to continue monitoring as glucose was trending downward. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included review of device use and user coaching. Investigation of this case revealed no device malfunction or alarm activity and no confirmed device component failure, with the event consistent with transient hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.